Manufacturer narrative:
This MDR report is a duplicate of MFR #: 0002249697-2014-03432. Any additional information provided will be captured in a follow up report to MFR #: 0002249697-2014-03432.

Event description:
It was reported that the outer peel stuck to the inner peel and inner peel stuck to foam insert above implant. Nursing staff decided to open a new implant as they could not guarantee sterility.

Event description:
It was reported that the outer peel stuck to the inner peel and inner peel stuck to foam insert above implant. Nursing staff decided to open a new implant as they could not guarantee sterility.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.